Manufacturer narrative:
Examination of the returned femoral component could not confirm the reported loosening. The root cause could not be determined, but the apparent lack of boney in-growth on the porous coating could be a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time.

Event description:
Pt revised to address loose femoral component.